Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection and correction bolus. The customer reverted to an alternate method of insulin therapy.